Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Doctor was cutting a dall miles cable and when he went to cut it the dall miles cutter broke. He ended up having to use the secondary cutter in the set.

Manufacturer narrative:
An event regarding crack/fracture involving a dall miles cutter was reported. The event was confirmed. The mar concluded, ¿the cutting tip of the male nose broke in overload. The base material was found to be a cr-fe alloy consistent with 440c stainless steel. No material or manufacturing defects were observed on the surfaces examined. Not performed as medical records were not provided for review. A device history review confirmed all devices accepted into finished goods conformed to specification. There was one other event reported for the lot indicated. The investigation concluded that the cutting tip of the male nose broke in overload. If additional information becomes available, this investigation will be reopened.

Event description:
Doctor was cutting a dall miles cable and when he went to cut it the dall miles cutter broke. He ended up having to use the secondary cutter in the set.